Event description:
The hex part of the screw with threads partially sheared off when implanted. The screw remained implanted.

Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. X-rays were returned for evaluation. Screw was not returned as it is implanted. The surgical technique used is unknown. Patient details are unknown. The instruments used in the surgery are also unknown. It is unknown whether the technique used correlated with the surgical technique. No other incidents have been reported alleging similar deficiency. Insufficient information is provided to determine the root cause of the event. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.